Event description:
This report is to advise of an event observed upon receipt showing a fractured shaft. The catheter shaft was noted to be fractured at the proximal edge of electrode 2. The user reported during geometry reconstruction, the catheter appeared bent at electrode 2 and was no longer visible. Another catheter was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
One flexability ablation catheter was received for evaluation. Visual inspection revealed the catheter shaft was fractured proximal to the edge of electrode 2. Additionally, electrodes 1 and 2 read as open circuits. Dissection of the catheter revealed conductor wires 1 and 2 had been fractured at the location of the shaft fracture, consistent with the open circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured shaft remains unknown.